Event description:
It was reported that the device reached elective replacement indicator (eri) and experienced unexpected longevity. The device was explanted and replaced. In addition, the left ventricular (lv) lead exhibited high lv output and low impedance. The lv lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high; measuring as high as 4v on 08 nov 2014. Analysis also indicated that the impedance trend on the lv (left ventricular) pacing lead was decreasing; on (B)(6) 2013, the lv lead impedance measured 855 ohms and slowly dropped down to 266 ohms on (B)(6) 2014.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.